Event description:
Boston scientific received information that the local representative contacted the warranty department in (B)(4) 2010. The local representative reported that the left ventricular (lv) lead was exhibiting a product performance issue. The local representative contacted event analysis to report that the lv lead was found to have no capture in all programmable configurations. When the lead was disconnected from the device and tested with the pacing system analyzer (psa) the lv pacing threshold was noted to be within normal limits (2 volts at 0.5 ms). When the physician reconnected the device to the lv lead and retested with the left ventricular protection period (lvpp) feature programmed off. The lv pacing threshold was within normal limits. The physician felt that the issue was related to an interaction with lvpp (more of a timing issue and not related to a device/lead malfunction) but could not totally exclude the possibility of a connection issue. However, prior to the initial pacing threshold test, the local representative reported that sensing and pacing impedance measurements were within normal limits. Historically, there was no report or evidence of electrogram noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.